Manufacturer narrative:
Follow-up # 1 date of submission 11/20/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history revealed multiple pump reboots. During testing, the pump powered on to the verify screen with audible tones and vibration; the issue of no power to the pump was not duplicated. No damage was observed to the pump battery compartment or battery cap; the battery cap secured properly to the pump in order to maintain power. The pump was exercised for 24 hours with no power interruptions. The pump case was removed and no evidence of moisture ingress or damage to the power circuits was found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. The pump has lost power and is nonfunctional. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.